Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. A 21mm closure device was first selected and deployed in the laa. This device required one partial recapture to better position the device, but it still did not meet release criteria. After this device was fully recaptured and removed from the patient a new 24mm device was selected to be used. The 24mm device also required a partial recapture in order to acquire optimal placement before it was successfully released in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure while the patient was in recovery they were experiencing chest discomfort and their blood pressure had decreased. The physician performed a transthoracic echocardiogram which noted that there was fluid. A pericardiocentesis was performed which removed 80cc of fluid from the patient. The patients blood pressure increased following this treatment. One hour later the patient was again experiencing chest discomfort and their blood pressure dropped. The physician performed another pericardial tap where 600cc of fluid was removed. The patient was recovering well and was stable. The physician left the drain in place overnight. The next day the patient was doing very well following these events. Overnight an additional 80cc of fluid were drained from them. The drain was removed from the patient and they made a full recovery from these events. They have since been discharged from the hospital.